Event description:
It was reported that the collected blood could not be transferred from the reservoir to the blood bag. A second unit was hooked up to the pt and the pt was able to be re-infused. The pt did not require a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was not returned to the manufacturer. If additional info is received regarding this event, a follow up report will be filed.